Event description:
Additional information: it is stated that ". . . Repeat catheter insertion attempts, due to catheter being inadvertently removed from the insertion site." Please describe what is occurring that is causing this event. For example: is the catheter stuck to the needle when trying to thread the catheter? Customer response received on 29-may-2024. I do not know how to answer this as the needle and catheter are inside the patient when this occurs. I get flash back with the needle in and once I push the button to retract its as if the catheter either dislodges or closes and blood flow is cut off. Reading about your 20g products that were recalled for doing the same thing they stated it was due to the "catheter being dislodged during needle retraction."

Manufacturer narrative:
Investigation results: our quality engineer inspected the samples submitted for evaluation. Bd received three unsealed and used catheters from lot number 3314678 with two extension sets. In addition, one unsealed and used catheter from lot number 4012531 was received with one extension set. Functional testing was performed on all units with and without being connected to the extension sets provided. No leaks or damages were detected. Visual inspection did not discover any damage to the catheter tips or the tubing that may indicate potential leakage. The report of leakage was not confirmed based on evaluation of the returned units. A device history record review showed no non-conformances associated with this issue during the production of these batches.

Event description:
It was reported that bd insyte autoguard catheter vs insertion site leak vs. Both occurring. The following information was provided by the initial reporter: blood leaking from the insertion site or catheter, and repeat catheter insertion attempts, due to catheter being inadvertently removed from the insertion site.